Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: mfg return date. The devises associated with this report confirmed the suspected liner disassociated form the cup. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions about the reported event however the provided x-rays and noted liner damages suggest the liner had disassociated from the cup. Typically this is a result of the cup not being properly seating into the liner. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision in (B)(6) 2011 because of problems with the inlay.